Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh has become aware of a customer complaint where a maxi move handset malfunction was reported - uncomanded lowering of the device instead of raising as commanded via handset by caregiver. We had been informed that when this malfunction occurred, the caregiver did not use an emergency stop button to prevent the device from further lowering. The caregiver was trying to secure the patient - she run under the patient to caught her. The caregiver was caught between the lift and the floor. The lift continue to lower until a battery was removed. Upon the device inspection (after the incident) it was found that the emergency stop button was working correctly. This situation resulted in a potentially sprained leg (there was no confirmation if this type of injury actually occurred, since the facility did not want to reveal the test results). Following that, the potential injury was not assessed as a serious one. Please note that the hand control malfunction in the way that causes the device to move uncommanded is not likely to cause any serious health consequences to the patient; the device is equipped with safety features (an emergency stop - which in case of inadvertent movement will immediately stop any powered functions, as well as anti-crush system which when the spreader bar or stretcher lower onto the patient or any other obstruction, the anti-crush system will engage, stop the motor and all downward movement will cease). Based on information provided to that date complaint was decided to be not reportable. The hansdset malfunction did not contribute to the sustained injury itself. On 2018-01-11 an arjohuntleigh employee became aware of a new information - the caregiver sustained torn meniscus .this injury was assessed as serious one therefore we report this complaint to food and drug administration.

Manufacturer narrative:
When reviewing similar events for the maxi move passive floor lift, we have found a limited number of cases suggesting a relation to the currently reported event - an uncommanded movement of the maxi move. On 2016- 06-22 arjohuntleigh has become aware of a customer complaint involving maxi move device. Following the information reported the lift moved in reverse direction then commended to - the device lifting arm lowered despite the up-function was activated on handset by a caregiver. The arjohuntleigh technicians visited the customer facility and confirmed the inadequate technical condition of the handset. The following was observed upon device inspection: the lowering button on the handset disengages occasionally. The lift lowers at normal speed. Anti-crush was checked and it works according to its specification. As a correction, the handset was removed and replaced. Maxi move device is equipped with safety features (an emergency stop button - which in case of inadvertent movement will immediately stop any powered functions as well as an anti-crush system which will engage, stop the motor and all downward movement immediately once the spreader bar or stretcher lower onto the patient or any other obstruction. Upon the device inspection (after the incident) it was found that the emergency stop button was working correctly. Based on information provided, the caregiver had not used an emergency stop button to prevent the device from further lowering. The caregiver was trying to secure the patient - she run underneath to catch her. The caregiver was described to be caught between the lift and the floor. The lift continued to lower until a battery was removed from the device. Following opinion of the involved nursing home (B)(6) could potentially lead to sprain of the leg (there was no confirmation if this type of injury actually occurred since the facility did not want to reveal the injury details. Based on our product knowledge and analysis of post market surveillance data, the handcontrol malfunction in the way that causes the device to move uncommanded is not likely to cause or contribute to any serious health consequences to the patient by itself and in this regards the complaint was deemed to be not reportable. On 2018-jan-11 new information was provided by the customer facility indicating -that as a consequence of the incident that occurred in (B)(6) 2016 the caregiver sustained a torn meniscus. Please note that functionality of emergency stop feature is explained to users in the maxi move operating and product care instructions (instruction for use, no. 001.25060): "emergency stop button (red):- if, in an emergency, you have to immediately stop any powered movement, (other than by releasing pressure on the control handset button or dual switch panel button), press the "emergency stop button", situated on the rear of the mast. Once the emergency stop button has been operated, the green reset button will have to be re-engaged by pressing it in, before any powered movement can be utilized." We consider this kind of event to be related to an error of use (customer misuse) - not following the instructions outlined in the maxi move labeling describing a way of acting in case of uncommanded movement occurrence. Due to lack of carefulness caregiver feet was involuntarily caught between the lift and the floor. As a result of this event, the caregiver sustained an injury. The received information and our evaluation as described above show that if maxi move lift's safety features had been used while uncommanded movement occurred (followed in accordance to the relevant instructions for use), the risk of the caregiver injury could have been diminished.